Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unknown date during hospitalization, the patient was treated with unknown antibiotic (intraperitoneal, ongoing, dose, frequency and duration were not reported) for peritonitis. On an unknown date in the same month as onset, the patient recovered from abdominal pain. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.